Manufacturer narrative:
If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the lens was removed from the package, the tip of the preloaded insertion system, model pcb00, appeared to be melted. There was no patient contact reported. The surgeon used a new lens, same model, and the patient was reported to be fine. No further information was provided.

Manufacturer narrative:
The preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was stuck at the cartridge tube and tip. The leading haptic was observed not folded. No excess material on the cartridge, such as flash, was observed. The cartridge tip was observed deformed. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.